Event description:
A pt presented with a squeaking hip that required revision of the bearing surfaces. Primary tjhr was performed on (B)(6) 2004 and presented with squeaking in the hip at about three years. The pt was monitored but the sound worsened. The revision of the bearing surfaces took place on (B)(6) 2010.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.